Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: external control system failureadditional text: cable of system controllerspecific component(s) involved: other component malfunction, specifyadditional text:other component: tear in casing of system controller cable, down to the silver wirecausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controllerother intervention :implant device type: lvadmalfunction device type: